Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, and de novo lesion located in the distal ramus artery. Through radial approach, pre-dilatation was performed and a 3.0 x 38 mm xience xpedition stent was deployed when a dissection occurred which was treated with a non-abbott unspecified stent. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.